Event description:
The patient was undergoing treatment to remove an occlusion from the ica to the mca. The physician used a penumbra system reperfusion catheter 054 and aspirated the clot. About one hour into the procedure, it was reported that the penumbra system aspiration pump was getting hot and stopped working. It was also reported that it sounded like some parts became loose. The pump was swapped out for a new pump and the case was completed successfully without issue.

Manufacturer narrative:
Conclusion code: this device is available for return and a follow-up MDR will be submitted upon completion of the device investigation. The device history records for this device were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.

Manufacturer narrative:
This device was retained and evaluated by the distributor however, the evaluation findings of the distributor cannot be verified therefore the root cause of the issue cannot be identified. Device maintained by distributor.